Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering like it should. The customer's blood glucose level was unknown. The customer reported that the insulin pump also had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in describe event or problem with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer had absence of no delivery alarm issue and also had issue with inserting the cannula. It was also reporting that the cannula was bent and that they did not got the alarm.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).